Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® k2e 3.6mg plus blood collection tubes erroneous results-(low platelet count) were seen in 1 sample due to platelet clumping. Treatment was unchanged as platelet clumps were reported as they appear clumped on the film and the count is possibly inaccurate. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 100 retained samples were visually inspected, and no additive abnormalities were found. Additionally, six retained samples were sent for clinical evaluation. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results-platelet count) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples tested were acceptable in terms of both precision and accuracy. Additionally platelet clumping was not observed either via an automated analyzer or via manual slide. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results (platelet count). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® k2e 3.6mg plus blood collection tubes erroneous results-(low platelet count) were seen in 1 sample due to platelet clumping. Treatment was unchanged as platelet clumps were reported as they appear clumped on the film and the count is possibly inaccurate. No adverse impact was reported regarding the patient or user.